Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2025, the recipient came to clinic with reporting pain and infection form the right ear. On observation, the surgeon decided to explant the device as the infection had progressed. At explantation, granulation were seen in mastoid and middle ear cavity.

Event description:
On (B)(6) 2025, the recipient came to clinic reporting pain and infection from the right ear. On observation, the surgeon decided to explant the device as the infection had progressed. At explantation, granulation were seen in mastoid and middle ear cavity.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to otitis media and mastoiditis. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. The explanted device has not been received for investigation yet.